Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the lead set failed during the ops check. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
One ECG lead set was returned for failure analysis. The cable was showing signs of contaminations on patient electrodes/connectors could play significant role in the nature of the ECG data signals that could be intermittent.